Manufacturer narrative:
(B)(4) no longer applies to this file. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for cause of the change in therapy the patient reported that the problem was that they were not regulating their diabetes and consequently they must void more often. The patient stated it was not the fault of the device. In response to the clarification inquiry asking if the patient had stopped feeling stimulation or if they had only had a change in symptoms the patient reported they could feel the stimulation if they were to stop their activity and concentrate on the stimulation. In response to the inquiry of what actions/interventions were taken to resolve the change in therapy the patient reported they returned to the health care physician (hcp) office for follow up. The patient noted the device was inspected and all was functioning. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that program 1 was not working very well for them since implant. They were walked through changing to program 2 where they reported they were feeling comfortable stimulation. They were redirected to their healthcare provider if symptoms did not resolve. On (B)(6) 2019, additional information was received from a healthcare professional (hcp) and the patient: caller's reason for call was to see if turning phone off would turn off the neurostimulator which was discussed. Patient indicated that she feels therapy turns off when she turns phone (handset) off and then indicated that therapy is not working. Patient also indicated she does not like the new handset and difficult to use. It was discussed with the caller that lead placement might be different from previous lead and to try to work with programs that feel similar to the older lead placed. Also discussed the patient going to back to the older programmer, as she may believe it is easier to use. Patient indicated no therapy improvement since about april. No further complications were reported or anticipated.